Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 12/9/2022, it was reported by a sales representative via email that (3) ar-3636h knotless hip fibertak passing suture broke while trying to pass the repair stitch. This was discovered during a labral repair procedure on (B)(6) 2022. Anchors remains in the patient. Additional information received on 12/12/2022: all the broken suture for each ar-3636h knotless hip fibertak was removed from the patient.